Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for a procedure, and two left ventricular leads would not fit inside the blood vessel and were dislodged. A new lead was implanted and the patient was in stable condition following the procedure.